Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the tubing was disconnected. The tubing was reconnected. No report of patient involvement.

Event description:
The hospital reported that auxiliary oxygen was not working as expected. There was no report of patient involvement.